Event description:
This was a lead extraction case performed in the operating room to remove 3 leads due to a pocket infection. The first two leads (1 lv and 1 rv) were removed with manual traction. For the removal of the third lead (mdt 5076, implanted in 2002), the screw did not retract, due to a clearing stylet being stuck in the lead. The physician began the extraction with a 16f glidelight sheath, without a locking stylet. Upon entry into the subclavian vein, there was bleeding around the sheath. The lead was removed, but heavy bleeding was noted at the access site. Manual compression was used for 60 minutes, but the bleeding continued. A vascular surgeon eventually repaired a 1.5cm tear in the subclavian vein. There was no need for blood transfusion and no change in hospitalization duration.